Manufacturer narrative:
Investigation summary: five syringe samples received by our quality team for investigation, two from batch 3012134, two from batch 3012159, and one from batch 3012139. Through visual inspection, it can be observed that the syringe is lubricated with what appears to be silicone. A device history review was performed for reported lot 3012139,3012159,3012144,3012134, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for the samples sent and found to be within specification. Based on the investigation results, no manufacturing related defects could be identified, the silicone noticed by customer may be due to a bad distribution of the material inside the barrel. Silicone tank cleaning and dosing valve will be updated.

Event description:
No additional information

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 3012144 d.4. Medical device expiration date: 31-jan-2028 h.4. Device manufacture date: 15-mar-2023 d.4. Medical device lot #: 3012159 d.4. Medical device expiration date: 31-jan-2028 h.4. Device manufacture date: 31-mar-2023 d.4. Medical device lot #: 3012134 d.4. Medical device expiration date: 31-jan-2028 h.4. Device manufacture date: 03-mar-2023 d.4. Medical device lot #: 3012139 d.4. Medical device expiration date: 31-jan-2028 h.4. Device manufacture date: 08-mar-2023 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 20ml luer lok syringe experienced moisture in the syringe. The following information was provided by the initial reporter: we have experienced an issue with the 20ml and 10ml syringes in our organization. There is moisture in the syringe that is noticeable only once it is opened. We have sequestered the lots below within our organization to prevent patient harm.